Event description:
The reporter indicated that the pt committed suicide with the help of another person. The pt had not responded the vns therapy. The pt's treating psychiatrist stated the pt suffered from chronic long-standing resistant depression.